Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device's paddle set was defective. There was no patient involvement.